Event description:
It was reported that the pt had the system explanted due to infection. The system was later replaced. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.